Event description:
It was reported to philips that the customer was unable to acquire images. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to acquire images. Review of the system log file showed that images were corrupted. Upon troubleshooting fse found the issue with image processing process and fdc (flat detector controller) intermittent malfunction. To resolve this issue, fse replaced flashlight. Th defective flashlight was returned to philips for analysis and found that the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.